Event description:
Follow up information received reported that the patient still had concerns regarding their device therapy but was working with their physician to resolve the issue. The patient had an appointment scheduled on (B)(6) 2012. If additional information is received, a follow up report will be sent.

Event description:
It was reported that when the hcp attached a paddle lead they hit the spinal canal and the patient needed 2 blood patches. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 399930, lot# v086628, implanted: 2009 (B)(6), explanted: na; lead: model 3887-33, lot# v098986, implanted: 2009 (B)(6), explanted: na; recharger model 37752, serial# (B)(4); programmer model 37743, serial# (B)(4); extension model 3708240, serial# (B)(4), implanted: 2009 (B)(6), explanted: na; extension model 37082-60, serial# (B)(4), implanted: 2009 (B)(6), explanted: na.